Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported symptom 'constant upstream occlusion alarms' were verified through the a review of the event history log by the presence of multiple ¿upstream occlusion!¿. Evaluation revealed that the cause was a failed ultrasonic sensor, which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant false upstream occlusion alarms. There was no patient involvement. No additional information is available.